Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The reporter indicated that the stimulation was turning off and was occurring at strange times. It was noted that patient works at (B)(6). The patient went to bed with device turned on and woke up with device off. It was reported initially that patient did not check it with her programmer but then later in the call patient stated did check it with her programmer and did not see the lightening bolt. The representative did an impedance check with all combos and all are within range. The representative stated that the health care provide (hcp) made it sound like this occurs when the patient lies down. Hcp printed reports that stated the device was actually turning off but representative had not seen the reports yet. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.